Event description:
Developed abdominal pain and liver enzymes were greatly elevated. Pt was still hospitalized on 4/17 but was recovering according to md. Peripheral arterial thrombosis that had UK drip prior to aj. Jetted 330 cc with dvx in free flow space.

Manufacturer narrative:
This is a series of four events occuring at the same institution and with the same operator. Procedure consisted of peripheral arterial thrombectomy and stent placement after failed urokinase treatment in a female with history of valvular disease. Procedure report indicates 26 passes of expeedior thrombectomy set operated for 330 seconds multiple stent placement. 18.7 minutes of fluoro, 120 ml of visipaque contrast, and 1 hour 52 minute procedure time. Patient developed abdominal pain and greatly elevated liver enzymes, was still hospitalized 5 days post procedure, but was recovering per physician. Possis representatives discussed all events with physician and stressed the need to limit run times, especially in flowing blood field. Hemolysis is a known complication of angiojet use, and the product instructions for use recommends "that hemolysis indicators in the blood be monitored if catheter operation in a flowing blood field exceeds 5 minutes, total catheter operation time exceeds 10 minutes or in patients who cannot tolerate transient hemolysis." This type of event is rare with angiojet use, but is possibly related to excessive hemolysis due to prolonged operation in a flowing blood field.